Manufacturer narrative:
D5,6;h4: information not available, device not returned for analysis.

Event description:
It was reported that the atw35 was used during an unknown procedure. It was reported by the affiliate that the device malfunctioned (no details). There was no consequence to the pt.